Manufacturer narrative:
This is related to MDR numbers 3011632150-2019-00088 and 3011632150-2019-00089. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This report is related to MDR numbers: 3011632150-2019-00088 and 3011632150-2019-00089. The patient was treated as part of the (B)(6) study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion located between the proximal third of the sfa and the distal third of the sfa in the left leg. Three biomimics 3d stents were implanted. On (B)(6) 2018 restenosis of the treated segment (target lesion) was identified. On (B)(6) 2018 percutaneous intervention was performed (cutting balloon,drug coated balloon/drug eluting balloon, percutaneous transluminal angioplasty/ standard balloon angioplasty). The event has resolved. The device remains implanted.